Manufacturer narrative:
(B)(4). Date sent: 6/15/2023 d4: batch # unk attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: "the batch/lot number 322c7 for the 2b5lt was incorrect. Do you have the correct batch/lot numbers? Please clarify for the two devices that were ¿bent¿ was the sleeve bent? Was the obturator bent? Did you find it right when you removed from the sterile packaging? If other, please specify. For the device that was a ¿hole in the packaging¿ could you please specify if the sterility was compromised? Was any hole, tear or puncture in the tyvek or blister? Or tyvek or seal were damage that does not compromise sterility?" Investigation summary the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that the 2b5lt device was returned inside it's original packaging unopened with the obturator cannula damaged bent and with the stopcock damaged. Upon visual inspection, it was observed that the pouch from the packaging was damaged; it was noted to have a hole in the pouch, the hole was noted to be from the inside out. The hole was located at the stopcock. The sterility was compromised. The event reported was confirmed and it is related to improper use of the packaging. One possible cause for the damage found on the obturator and stopcock, may be excessive external load placed on the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, two devices were bent and one had a whole in the packaging. A like device was used to complete the procedure. No patient consequences were reported.